Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), tooth disorder ("dental problems") and rash ("skin rash"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, abdominal pain upper, alopecia, fatigue, weight increased, tooth disorder and rash outcome was unknown. The reporter considered abdominal pain upper, alopecia, fatigue, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: she need additional surgery. Discrepancy in essure removal - as per pfs, essure not removed, she was currently planning for essure removal on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Current weight 260 lbs. Most recent follow-up information incorporated above includes: on 18-jun-2018: reporters added and updated patient demographics. Added suspect drug indication. On (B)(6) 2016, she implanted essure. Added events rashes or skin conditions type: skin, dental problems, fatigue, weight gain / loss specify which one: weight gain, hair loss, stomach pain and did you undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), tooth disorder ("dental problems"), rash ("skin rash") and abdominal pain ("pain abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2018/she had surgery to remove the essure implant.). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain upper, alopecia, fatigue, weight increased, tooth disorder, rash and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, fatigue, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: she need additional surgery. Discrepancy in essure removal - as per pfs, essure not removed, have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes she was currently planning for essure removal anticipated or scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Current weight 260 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abdominal pain. Reporter information, age, events onset date were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.